Event description:
It was reported on 2013 (B)(6), the patient had an ¿episode¿ while shopping in a grocery store. The patient was in the last isle by the coolers and felt a ¿surger¿ that made his face twist to the right and his right arm and leg ended up in a flex position and tight. The patient did not have his controller with him and when he went home he lowered the intensity and noticed he had a face droop on his right side. The patient ended up going to the hospital and they ruled out a stroke. Refer to manufacturer report # 3004209178-2013-19047.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot# v741376, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot# v798530, implanted: 2011 (B)(6); product type lead. (B)(4).